Event description:
Pump trainer reported that the reservoir broke at the neck while pump trainer was trying to connect it with the set. It was stated that it was very difficult to connect and pump trainer could not hear the click.